Manufacturer narrative:
A f/u report will be submitted when the investigation is complete.

Event description:
The customer reported an alarm came from the solar 8000i to the clinical info center (cic) with no error message in alarm box. Engineering received solar logs as well as cic logs. The logs reflect an error indicating the solar lost communication with the pt data module resulting in loss of monitoring for approx one hour. There was no reported pt injury associated with this event.